Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd nexiva¿ closed IV catheter system, the needle would not detach from the hub after IV was placed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: MDR level a investigation: DHR review - lot unknown, qn review - lot unknown, sample analysis - a protusion in the ID of the tip shield inadvertently acted as a snap fit for the catheter adapter. The defect was confirmed through the investigation. The cause of the defect was a protrusion in the molded tip shield. The occurrence and severity of this incident do not exceed acceptable limits. Investigation conclusion: the cause of the defect was a protrusion in the molded tip shield.